Event description:
User experienced a leak from the analyzer. No pt samples were involved. No operators were harmed. The field service representative determined the bath circulation pump was old and leaking. He removed the cooling unit and cleaned out water and hitergent. He cleaned the instrument, replaced bath circulation pump, gear pump, degasser unit, various tubings, and pipettor. Performance tests were performed.